Event description:
It was reported that during xr case the navigation of the femoral 5 in 1 cutting block was off anteriorly and rotation. Procedure was completed using angle wing and no delays or injuries were involved.

Manufacturer narrative:
The case log files and screenshots were returned. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. Screenshot assessment shows that the distal femoral cut was performed using the distal bur method. The distal surface of the bone was prepared with the handheld robotics tool, with a 5mm cylindrical bur in exposure control. After preparing the distal surface, it does not appear the pilot holes, or the x-in-1 fixation posts were prepared using the system, as the color map indicates a 5mm pilot hole untouched. Moreover, the screenshots do not indicate a bur change to the 2mm bur, which is a validated method for preparing the posts, nor does the report indicate use of the distal femoral punch to prepare these posts. These techniques are detailed within the navio surgical technique guide. The system also allows the surgeon to visualize the cut surface/plane prior to making saw cuts, and this is where the anterior and rotational differences would have been noted. Should a difference be noted, it is recommended to capture a user-generated screenshot. An anterior and/or rotational shift of the x-in-1 cutting block as compared to the plan could be a result of not utilizing one of the validated methods for preparing the fixations posts for the cut guide. It is recommended that the surgeon utilize one of these validated methods, and these methods can be reviewed in the navio surgical technique guide. In this instance it is also advisable to confirm tracker location integrity by pressing the checkpoint verification button on in the upper right hand toolbar on the screen. Based on review of the screenshots, the system performed within expected parameters.